Event description:
It was reported that the patient experienced a change in therapy effect including an increase in baseline spasticity several days after pump refill. The patient was admitted to the hospital. The volumes had not been checked. No diagnostic studies had been performed. The hcp verified that programming was correct; it was unknown if the correct concentration of lioresal (2000 mcg/ml) was used for refill. Additional information has been requested from the hcp, but was not available as of the date of this report.